Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile app (software version 2.5.0) installed on samsung galaxy s24 ultra (android 14) with mmt-1886 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504 version e. After conducting a thorough initial investigation, we have found that there were issues with missing user profile data within the app and requesttimeoutexceptions when trying to make a request to carelink. The missing user profile data could possibly cause an issue with trying to access carelink since authentication and user info is required to access this information. Especially the retrieval of the sake keys in order to pair with the pump. The request timeouts could be attributed to faulty internet connection or a temporary outage on our server side. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: - uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app - pump replacement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6101. Customer reports being unable to pair mobile with pump. Pump and app would not pair after troubleshooting. Escalated item to software operations team no harm requiring medical intervention was reported. No product return is required for mmt-6101.